Event description:
Physician reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted.

Manufacturer narrative:
It is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: no observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported left side rupture. The device has been explanted.